Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related as hemostasis achieved by cinching perclose.

Manufacturer narrative:
B5 added additional information that was received.

Event description:
Additional information was received. The pump has already been explanted and disposed of. The patient did not have major bleeding. Just some bleeding at the site that resolved on the second day. The patient had a successful outcome with the impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 82-year-old female patient presenting for high-risk pci (hrpci), scai shock stage c, with a history of known coronary artery disease and renal insufficiency. The patient experienced bleeding at the access site, and the perclose device was cinched. The patient survived to explant. The reported major bleed requiring surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.